Event description:
Customer reported that he had unexplained low blood glucose, and was hospitalized due to low blood glucose. The glucose reading at the time of hospitalization was 10 mg/dl. Customer stated he treated with food and his last set change was the day before the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.